Event description:
The customer reported that they obtained false positive reactions (weak) in the anti-d and control microtubes of the mts a/b/d monoclonal and reverse grouping card lot # 091708037-01 with rh-negative pt samples. The customer indicated that they normally inspect the gel cards prior to use. However, in this instance, they believe the techs did not inspect the cards prior to use and noticed bubbles and low liquid levels after reviewing the reactions in the gel cards. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained testing performed at ocd mts using a known rh-negative donor sample was satisfactory. False positive reactions were not noted in the anti-d and control microtubes. Gel cards performed as expected at the ocd site and no false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Gel card IFU instructs the user to perform visual inspection of card prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. The customer may have used gel cards that exhibited low liquid levels and bubbles, which resulted in the false positive reactions. Incident is isolated. (B) (4).